Manufacturer narrative:
Product analysis: it was determined at analysis that the stylus tip position on the touch screen of the programmer needed calibration, the paper tray was nearly empty, the handle update was required, there was a crack in the bezel (right side) which was considered acceptable, there were errors found in the file. Paper was added, hardware update was performed according to procedure, software was re-installed and updated to the newest version, and the device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for corrective maintenance / repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.